Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3x12mm nc trek balloon dilatation catheter (bdc) was opened when it was noted that the shaft of the bdc was separated into pieces. There was no patient involvement and no clinically significant delay in the procedure. Another 3x12mm nc trek bdc was used to successfully complete the procedure. No additional information was provided.